Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an low blood glucose (bg) level of 26 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer attempted to self-treat via bolus via the pump, however; was treated at the hospital with unknown fluids due to customer in and out of consciousness. Customer was released from hospital on (B)(6) 2022 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.